Event description:
Kotex u regular (non-slim) tampon manufacturer defect. When removing a tampon this morning, a piece (approx 1 inch) of a tampon fell into the toilet. The piece may be from a day or two ago. This is a non-slim regular tampon.